Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2009. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2014. Additional information received in patient medical records revealed revision was due to pain. The patient¿s operative report noted fluid. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.